Manufacturer narrative:
Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: february 05, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Patient code (B)(4) used to capture the additional x-ray and surgical intervention needed to remove the fragment from the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the broken shaft was measured with measuring tool. The cmf drill bits - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Material hardness was checked and documented, no product related issue could be identified. Both parts are in faultless condition. No product related issue could be identified. The root cause for the reported problem was not able to be identified. Both parts are in faultless condition. No indication for material, manufacturing or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional classification codes: dzj. Device is an instrument and is not implanted/explanted. (B)(6). A review of the device history records has been requested. Currently, manufacturing date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the product was used for sagittal split ramus osteotomy on (B)(6) 2017. The drill tip was broken when drilling the mandibular bone. The broken fragment fell in the patient¿s body, so the surgery was interrupted for a while to search the fragment. The surgeon located the fragment by x-ray and it was taken out of the body by using a suction device. All broken fragments were retrieved from the patient¿s body. The surgery was delayed for an hour. The surgeon commented that he didn¿t manipulate the device by applying force, and he didn¿t hear any unusual sound or feel any resistance. No adverse consequence to the patient. Concomitant medical products: suction device (part# unknown / lot# unknown / quantity 1). This is report 1 of 1 for (B)(4).